Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Customer went to the emergency room (ER) due to blood glucose (bg) level over 600 mg/dl. Two bags of unspecified fluid were administered to treat bg level. Customer was released from the ER four hours later with no permanent damage. Reportedly the customer continued to use the pump for insulin therapy.